Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient said "it goes up fine on the left side of my body but not for the right side, I need to turn it up more but I can't". The patient said they "had a terrible fall the (B)(6), it was a serious fall and that's when I realized it shows like the battery is blown". The patient confirmed this was also the day they couldn't increase the right side stimulation, and they had "a terrible neck and back ache" because they couldn't use the ins. The patient was directed to follow-up with a healthcare professional (hcp) and hcp listings were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the circumstances that led to not being able to shut the stimulation off and being taken to the hospital was that they had fell and hit their back and neck on the curb.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019, that the implant sent her to the hospital and they thought she was having a stroke. It affected everywhere on the patient's body and on the patient's back. It also occurred on the day of the report. The patient was unable to shut the stimulation off. There were no further complications or anticipations reported with this event.